Manufacturer narrative:
(B)(4).

Event description:
Procedure type: hernia. According to the reporter: when using the covidien endostitch with a 2-0 surgidac suture to place mesh within the pt's abdomen. When pulling device out, the suture stayed within the tissue and mesh inside the pt. Surgeon did not retrieve stating, to explore and remove suture would cause more harm to pt than leaving the needle alone.